Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had multiple insulin pump errors. The customer's blood glucose value was unknown. Troubleshooting was performed. The customer stated that they received the open book image on the insulin pump screen. Insulin pump had motor safety circuit failed test. Customer reported that clip rail was chipped or broken. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a critical pump error alarm and pump error 40 due to software error. Unable to perform the self test, displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Device was also received with the serial number label faded, case cracked behind the device at the corner of the belt clip rails and broken belt clip rails.